Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic right superior lobectomy procedure, when the director clipped the tissue, the green button was pressed but the handle could not be squeezed, hence the device did not fire. A new reload was used to complete the procedure. There was no patient injury.